Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to the communication failure between the subject device and the video processor because it was found the camera cable break. Its camera cable break might have occurred due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of oekg but has not returned to omsc. The service department of oekg checked the subject device for evaluation. It was found that not only the image dropped out when the camera cable of the subject device was moved, but also its camera cable was overstressed and broken. Moreover, the following failures were found; the picture decentered and wobbly. The subject device adapter was deformed and worn out. The subject device housing parts were worn off. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had noises with cable movements but could see the image at the before the procedure. The user suspected the camera cable break of the subject device. The user replaced the subject device to another device and completed the procedure. At the incoming inspection for the repair, the service department of olympus (B)(6) se & co. Kg (oekg) check the subject device and confirmed that the image dropped out when the camera cable of the subject device was moved. There was no report on when this event occurred. There was no report of patient injury associated with the event.